Event description:
It was reported that following an MRI when therapy was re-enabled that the device was seen with low output and ok impedance. Diagnostics were attempted to be ran again but an error was seen noting that the interrogation was interrupted. They troubleshooted by switching out the wand batteries and connecting with usb, but they were still having issues running a complete diagnostic test. Then the screen showed the current was not being delivered and error code 254 was seen. It was later reported that patient was experiencing an increase in seizures and patient had a battery replacement due to these events. Device history records were reviewed an m1000 sn (B)(6) was seen to pass all functional and quality testing prior to distribution. A quality engineering review was conducted which conclude the device likely has a stuck closed reed switch. Device was reportedly successfully interrogated prior to surgery. The device has been received into product analysis.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed and confirmed a reed switch stuck closed condition. No other relevant information has been received to date.

Manufacturer narrative:
F10 medical device code; corrected data; initial MDR inadvertently omitted applicable coding.